Manufacturer narrative:
The complaint device was not available for evaluation. The reported failure cannot be confirmed and the specific failure mode as well as associated root cause cannot be conclusively determined without examination of the actual device. Therefore, this complaint is unconfirmed. It is noted that a CAPA investigation (B)(4) 2017 was recently opened regarding this issue for the same product lot as this complaint. The production line was reviewed and no issues were identified. A review of the manufacturing documents from the device history record/lot history record has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. This failure is addressed in the risk documents. To date there have been no long term adverse effects resulting from this type of incident. To reduce the risk of patient injury, the instructions for use (IFU) states: "prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment." The IFU further states: "upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumbscrew; 5) the metal shaft and handle with balloon inflation valve."

Event description:
As reported on mw5068564; "the vcare uterine manipulator was used during surgery. When removed at the end of the case two parts came off. The green cervical holder and the balloon were located and retrieved from vagina." There is no reported injury, this report is filed on the basis of potential injury with recurrence. The facility information was not listed on the medwatch report and therefore we are unable to follow up. If further information is reported to conmed corporation, a supplemental report will be filed at that time.